Manufacturer narrative:
H10: additional manufacturer narrative: the serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including patient age at implant.

Event description:
Edwards received notification that a 11 years old patient with a 19mm perimount valve implanted in the pulmonary position underwent a valve-in-valve procedure after six (6) years and ten (10) months of implant duration due to degeneration leading to severe stenosis and moderate regurgitation. The patient presented with significant breathlessness especially with simple exercise. A 23mm transcatheter valve was implanted within the pre-existing surgical device. On pod#1, a transthoracic echocardiogram was performed which showed significant transvalvular pulmonary regurgitation, and it was decided to re-intervene, either by surgery or another valve-in-valve procedure. The intervention is still pending to be performed. The patient was discharged and stable. Currently asymptomatic.

Event description:
Edwards received notification that a 11 years old patient with a 19mm perimount valve implanted in the pulmonary position underwent a valve-in-valve procedure after an unknown implant duration due to degeneration leading to severe stenosis and moderate regurgitation. A 23mm transcatheter valve was implanted within the pre-existing surgical device. On pod#1, a transthoracic echocardiogram was performed which showed significant transvalvular pulmonary regurgitation, and it was decided to re-intervene, either by surgery or another valve-in-valve procedure. The intervention is still pending to be performed. The patient was discharged and stable. Currently asymptomatic.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 11 year old patient with a 19mm perimount valve implanted in the pulmonary position underwent a valve-in-valve procedure after an unknown implant duration due to stenosis and regurgitation. A 23mm transcatheter valve was implanted within the pre-existing surgical device.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.